Manufacturer narrative:
Add'l info has been sought and defective part(s) requested for investigation. A supplemental MDR report will be sent, when the investigation is completed. (B)(4).

Event description:
It was reported that the compressor would not power-up, when turned on. There was no pt involvement with this unit. (B)(4).